Event description:
The customer reported that "a mattress inflated like a hot air balloon" and that "there was a inflated mattress under the mattress". The nimbus professional overinflated due to the faulty automatt. There was no patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is ongoing. Waiting for an additional testing of the automatt to verify which component within automatt failed. UDI number is not present on the product label.

Manufacturer narrative:
The faulty automatt was replaced with a new one. Following the manufacturer's investigation, the automatt tpu tube may break over time due to the extruding force of the silicone tube and the external bending force. When the tube breaks the air may acumulate in the matt, however if the automatt grommet membranes are punctured, air will escape through the membranes when a load is applied on the mattress, and therefore, reducing the risk of the automatt over-inflating and patient falling. The faulty automatt was not available for evaluation, therefore the reason for the reported overinflation is unknown. In summary, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).